Event description:
Oversensing, looks like noise/emi in rv. Rv lead replaced in 2019 in (B)(6). Hospital technician and our clinical support engineer did provocative maneuvers and could not overcome it. The lead has been extracted and the doctor noticed strange issue that there were not any sutures nor sleeves around the shock lead. A new df4 lead was implanted with a new crtd device (df4, lv is1).